Event description:
Pt admitted with diagnosis aicd generator change. Pt underwent ICD placement with a mini 2 in 1997 at another facility. Pt presented for evaluation of 370 episodes of apparent dysrhythmias since 2001. As per cardiologist, the pt's thresholds as reflected by interrogation of the device had indeed risen to near maximum output at this particular time. In addition pt appeared to over sense some p-waves. Post-op note by cardiologist noted patient underwent ICD pocket revision, extirpation of subpectoral device and placement of single chamber ICD for ICD lead fracture.